Manufacturer narrative:
Visual and functional inspection was performed on the returned device. The reported failure of the deployment lock was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. The investigation determined that the difficulty with the deployment lock appears to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Exemption number e2019001.

Event description:
It was reported that this was a percutaneous treatment of a right superficial femoral artery (sfa), heavily calcified lesion. Vessel preparation was performed per instructions for use. Pre-dilatation was performed with a 5.5x100 balloon. The supera stent delivery system (sds) advanced to the lesion and the stent deployment started without issue. Once at the end of the deployment, the 2nd lock was attempted to be unlocked for a full push through and stent release, however the lock would not unlock. As troubleshooting, the delivery system was angulated to the right and left at 45 degrees, the thumbslide was advanced and retracted several times, however, the second lock would not unlock. The sheath was slowly retracted and the stent finally released. The stent remained implanted at the intended area. There was no stent stretching observed. There was no adverse patient effect. A 30-minute delay occurred for troubleshooting, however, there were no clinical symptoms associated. No additional information was provided regarding this issue.